Event description:
The user facility reported at the conclusion of a patient procedure, the operating room staff attempted to transfer the patient to another table when the 3080 r table tipped onto the table's casters. No injuries or procedural delays or cancellations were reported.

Manufacturer narrative:
A steris field service technician arrived onsite and was informed the table subject of the reported event was in use for another procedure. After the procedure finished, the technician inspected the table and confirmed the table was operating according to specification. No repairs or adjustments to the surgical table were required. The user facility provided the technician with their common patient transfer practice and the technician indicated the reported event was due to improper methods for patient transfer. A steris account manager was notified of the reported event and is offering additional in-service on proper use and operation of the table. The positioning of the patient and the forces being applied to the patient/table were sufficient to rock the table over such that it tipped on the floor lock feet.